Event description:
It was reported that the customer had a motor error during rewind on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump was exposed to high magnetic field. The customer was advised to remove the insulin pump battery to prevent continued alarms. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window.